Event description:
It was reported that this right ventricular (rv) lead was explanted due to it perforated the heart of this patient. It was confirmed through an echocardiogram. The lead was exhibiting high pacing thresholds. The device is not expected to return for analysis. No additional adverse patient effects were reported.